Manufacturer narrative:
B4: (B)(6) 2021. The replaced speaker assembly was received for internal failure analysis. Testing revealed that the brown wire broken off from the speaker solder joint connector created the primary alarm failure error code.

Manufacturer narrative:
The motor controller pcba was received by failure investigation. The returned part was tested, and no failures were identified. The 1102 error code could not be duplicated.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not in use at the time of the event. There was no report of patient or user harm/impact. A philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance and determined the speaker required replacement. The asp replaced the speaker assembly and the device returning to full functionality. The system fully met specifications and was returned to use.